Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cq7562 conquest pta balloon dilatation catheter experienced fraying and peeling. The event did involve the patient but there was no impact or consequence to the patient. The patient was a (B)(6) year-old female weighing (B)(6) kgs. The cq7584 conquest pta balloon dilatation catheter was not returned to the manufacturer.